Event description:
Complainant stated that the lower bill of the speculum broke longitudinally during an external examination and the pt sustained a small cut that was bleeding. Complainant stated that the pt did not require any intervention to stop the bleeding. She gave the pt topical lidocaine for the discomfort. The pt did not require any post-procedural follow-up. The customer did not provide a pt identifier.

Manufacturer narrative:
Welch allyn is reporting this event pursuant to FDA's two-year reporting rule based on the original report filed on october 26, 2010. This speculum has not been returned to welch allyn. However, the complainant did provide welch allyn a photograph of the speculum. This failure mode is currently under evaluation and a follow-up report will be submitted when the evaluation is complete.